Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 1-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse inspected all temperatures and they were acceptable. The fse performed a leak check test and it failed. The fse replaced the sample nozzle and verified all alignments. The fse also performed and impasse test and liquid level sense test. All results were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective sample nozzle.

Event description:
On (B)(6) 2015, a customer reported precision results were inconsistent with the aia-600ii analyzer. The customer sent the results to a different lab and received different results. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.